Manufacturer narrative:
The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. The c163 was burnt damaged due to a short in the 12 volt line circuit.

Event description:
The customer reported a burning smell. No patient involvement reported.